Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed. Product is not available for return.

Event description:
While in phaco mode there was no aspiration. The tip was clogged and it over heated causing to burn the patient's eye (wound burn). Additional information: patient required multiple suture and glue to close the wound.